Event description:
Procedure type: laparo partial nephrectomy. According to the reporter: surgeon inserted the trocar into patient's body and tried to inflate the balloon, but it would not inflate at all. Crack was found on the balloon. New one was opened to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No patient harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).